Event description:
On (B)(6) 2013, the reporter stated that there is a gouge out of the metal needle shank & amp; the catheter catches on the gouge as the employee goes to remove the metal needle from the catheter when inserting the IV in the patient. Playing with this product, I have the catheter catch when I go to pull back the needle from the catheter. The IV needles that I have looked at have the gouge in different places on the needle when looking at the tip of the catheter. Fyi I got involved as we had a needlestick related to this product & amp; the source patient was (B)(6) so we have expensive lab testing to follow the employee. Addition information received via telephone on (B)(4) 2013, the reporter stated that there was no prophylactic medication but will have lab work monitoring done.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as supplemental. Device history review was conducted and no anomalies noted.